Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment did not perform the aspiration and a yellow window displayed on the screen during a vitrectomy procedure. The system was exchanged to complete the case successfully w/o harm to the patient. Additional information has been requested.